Manufacturer narrative:
(B)(4). Device evaluation: the customer returned one ez-io driver that showed some minor scrapes to the housing. The green led light flashed when the trigger was activated. The device was subjected to an rpm evaluation, simulated insertion tests. The device demonstrated sufficient power to perform medium and hard bone insertions. The reported complaint could not be confirmed. The provided instructions for the needle states "important: use gentle-steady pressure. Do not use excessive force. Allow needle rotation and gentle downward pressure to penetrate bone. Note: if driver stalls and will not penetrate the bone you may be applying too much downward pressure to penetrate bone. In the unlikely event of a driver failure, remove the power driver grasp the needle set by hand and advance the needle set into the medullary space while twisting the needle set." The potential cause is operational context: user technique. Proper technique, including minimal application of force, is required when using the device. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the trauma department, the ez-io driver stopped working during insertion of the needle. The doctor used another device that was available. The driver had been used approximately 60 times. There was no delay in treatment.